Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The staple reload did not fire properly. Another device was used to complete the procedure which concluded uneventfully. There was a very minor delay to the procedure. The patient was not harmed.